Manufacturer narrative:
510k: this report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: jin, l. Et al (2019), cage migration after unilateral instrumented transforaminal lumbar interbody fusion and associated risk factors: a modified measurement method, journal of international medical research, vol. 48 (2), pages 1¿10, https://doi.org/10.1177/0300060519867828 (china). The aim of this retrospective study is to use a modified measurement method to convert the variables tested into continuous variables and to measure cage migration during follow-up to analyze cage migration and identify the related factors. Between 2009 to 2014, a total of 75 patients (30 male and 45 female) with a mean age of 57.4 years (range, 34¿79 years) were included in the study. Surgery was performed using kidney shaped peek cages manufactured by johnson & johnson, le locle, switzerland and 2 other competitors. The median periods to the three follow-up examinations were 2, 64, and 219 days. The following complications were reported as follows: 5 patients had significant cage migration. The rate of =3-mm cage subsidence was 17.9% (14 cages) at the long-term follow-up. This report is for an unknown synthes cage. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unk.; cage/spacers. This is report 1 of 1 for (B)(4).